Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. A product sample was received for evaluation. Visual and functional testing were performed. Both tamper seals were intact. No physical damage was observed. Force sensor test error was found in pump event history log. Reported problem was able to be duplicated during force calibration test. The root cause of the reported issue was found to be the force was out of calibration. Actions were taken to mitigate the reported issue: recalibrated the force sensor. A corrective and preventative action has been opened to address the reported issue.

Event description:
It was reported that the device was showing force sensor test error. No patient injury was reported.